Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal covered stent was used during an esophageal stenting procedure performed on an unknown date. During the procedure, the physician intended to place a proximal release ultraflex esophageal stent, but a distal release ultraflex esophageal stent was mistakenly placed due to the almost identical packaging of both stents. Consequently, the stent was removed, and an ultraflex proximal release stent was placed. The patient was then admitted overnight for observation. Reportedly, no further intervention was required, and the patient was discharged within 24 hours. There were no known patient complications due to this event. Additional information received on october 28, 2024. The stent was used to treat a 5cm malignant stricture performed on (B)(6) 2024. There were no anatomical problems and the patient's anatomy was dilated prior to stent placement. During the procedure, the stent was unable to fully deploy as the deployment suture was coiled up around the stent causing the shaft to bend. The stent was removed without the use of a retrieval device.

Manufacturer narrative:
Blocks b1, b2 (outcomes attrib to adv event), b3, b5, d4 (model number, lot number, catalog number, expiration date, unique identifier #), e1 (initial reporter title, first name, last name), e3, g4 (premarket/ 510k #), h1, and h6 (impact codes, device codes) have been updated with additional information received on october 28, 2024. Block e1: the second physician is dr. (B)(6). Block h6: imdrf impact code f08 is being used to capture the patient's overnight admission for observation. Imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf impact code f08 is being used to capture the patient's overnight admission for observation. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal covered stent was used during an esophageal stenting procedure performed on an unknown date. During the procedure, the physician intended to place a proximal release ultraflex esophageal stent, but a distal release ultraflex esophageal stent was mistakenly placed due to the almost identical packaging of both stents. Consequently, the stent was removed, and an ultraflex proximal release stent was placed. The patient was then admitted overnight for observation. Reportedly, no further intervention was required, and the patient was discharged within 24 hours. There were no known patient complications due to this event.